Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. .

Event description:
The customer reported via phone call that the insulin pump had keypad anomaly and hal software error detected. The customer's blood glucose level was 234 mg/dl at the time of incident. Customer stated that all buttons of the insulin pump was not responding except the graph button. Customer states the scroll bar is not moving with no input. Customer states that numbers are not ramping on their own. Customer stated that they were unable to clear the alarm. Advised the insulin pump will need to be replaced and to discontinue use of the insulin pump and revert to a back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed displacement test and self test. All the buttons functioned properly and no moisture damage on keypad traces noted. Keypad connector was fully locked. No unexpected pump error 54 alarm found in the insulin pump history or during testing. (B)(4).